Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three products associated with the reported event that were submitted under the following manufacturing numbers 9616099-2007-02048, 9616099-2007-02049 and 9616099-2007-02050.

Event description:
As reported by the study, 23 months after percutaneous coronary intervention (pci) with three cypher stents, the patient expired. The patient commented it was possible that the cause of death was arrhythmia. This patient presented to the cardiac catherization unit and 2-vessel disease was found. Pci was first performed on a 65% de novo lesion in the distal left circumflex of 10.53mm in length in a 2.94mm vessel diameter at a bifurcation. The (type c) concentric lesion was also characterized as diffuse. The lesion was pre-dilated with a 2.5x14mm balloon at 8 atmospheres (atm) before two stents were deployed. A 3.0x23mm cypher stent was deployed at 16 atm followed by a 3.0x28mm cypher stent at 16 atm, proximal to the first stent and without a gap. Post-dilation was not conducted. The residual diameter stenosis measured 15%. Pci was performed next on a 54% de novo lesion in the 1st diagonal of 17.25mm in length in a 2.42mm vessel diameter. This (type c) concentric lesion was also focal. Pre-dilation was done with the same balloon before a 2.5x18mm cypher stent was deployed at 16 atm. The residual diameter stenosis measured 0%. Intravascular ultrasound (ivus) was not done. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure, respectively, for both lesions. There were no procedural complications. Pre-procedure medications included isosorbide dinitrate 1 sheet per day, aspirin 100 milligrams (mg) daily ticlopidine hydrochloride 200mg/day. At 8000 units of heparin was administered during the procedure. Post-procedure medications included aspirin 100 milligrams (mg) daily and ticlopidine hydrochloride 200mg/day. Because the patient's renal function was impaired, the 8-month follow-up angiography was not done. One year and four days after the pci, the patient was hospitalized for almost two months at another hospital due to heart failure. The patient was on oxygen and received catecholamine intravenously. Approximately seven months later, the patient fell down in the bathroom of his house and was ferried to the hospital by ambulance. CPR was performed but the patient expired. An autopsy was not performed. The physician commented that because the patient deceased suddenly, there is a possibility that the cypher was related to the event. However, the cardiac function of the patient was very weak prior to the death. The patient had experienced ventricular tachycardia, and was scheduled for implant of an ICD. There is also a high possibility that the cause of death was due to arrhythmia. No further information is available.